Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a pocket infection. Reportedly, the patient experienced a discomfort, pain, edema, inflammation and swelling. The patient had a swab test for infection. Additional information indicated that the patient was treated with intravenous antibiotic after the culture. A wound vac (vacuum-assisted closure) was then placed post-surgery. There was no additional adverse patient effects were reported. This rv lead was surgically abandoned.